Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "one of the clamp on the administration set punctured the tubing and fluid leaked out from the tubing. Patient involvement: yes. Human harm: no. Death/serious injury: delay in therapy: yes. Need for medical intervention: no."

Manufacturer narrative:
(B)(4). Please note that this report has been already submitted with a wrong importer report number by mistake. This report has the correct importer report number. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: administration set leakage.